Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Material # unknown, batch # unknown. It was reported by customer that there was a tear in sentrinex dressing that come in the port access kit. Needed to redress the port, trauma to patient to redress. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sentrinex dressing is confirmed; however, the exact cause is unknown. Two photographs of a sentrinex dressing were returned for evaluation. An initial visual observation of the photographs showed a large hole in the center of the dressing. The paper backing was observed to be removed. No discoloration was observed in the returned photographs. No other damage was observed to the device. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Material # unknown batch # unknown it was reported by customer that there was a tear in sentrinex dressing that come in the port access kit. Needed to redress the port, trauma to patient to redress. No other information was provided.